Manufacturer narrative:
The journal author commented that following a sensed lv event, boston scientific incorporates a programmable protection feature known as the left ventricular protection period (lvpp). The lvpp inhibits a scheduled pace event for 300 to 500 ms to avoid lv pacing during the vulnerable recovery period (t-wave). This feature is independent of rv sensing and does not reset the lower rate timer. Basal lv lead location is desirable, and in this patient it resulted in a dual-component electrogram corresponding to atrial and ventricular activation. With the lvpp parameter turned on, the left atrial far-field electrogram was sensed as an lv event, and the scheduled lv pace event was inhibited during biventricular pacing. The rv pace event was not inhibited. This resulted in resynchronization failure, a high burden of rv pacing, and acute decompensated hf. Disabling the lvpp feature, achieved appropriate bi-v pacing. Despite multiple requests to the journal author, the serial number of this device could not be obtained. Helm, r., a. Bhatt, et al. (2015). "Failure of cardiac resynchronization therapy due to inappropriate inhibition of left ventricular pacing during biventricular pacing." Journal of innovations in cardiac rhythm management 6(3): 1954-1957.

Event description:
Boston scientific received information from a journal article involving a patient implanted with a cardiac reschronization therapy defibrillator (crt-d) system. A competitor left ventricular (lv) lead model# 4136-88 was advanced into the lateral branch vessel, and suitable lead parameters were found. The lead was connected to a boston scientific cognis model# n119 device. The following day, chest x-rays showed stable basal lv lead position. Interrogation of the device also demonstrated stable lv lead parameters, and the patient was discharged. Two weeks later, the patient was admitted with acute decompensated heart failure (hf). Interrogation of the ICD showed unchanged lv lead parameters. The ventricular pacing burdens were 66 percent and 82 percent for the lv and right ventricle (rv) respectively. The discrepancy was due to inhibition of lv pacing during ddd pacing. When pacing was inhibited, two electrical potentials were observed on the lv channel that corresponded to atrial and ventricular activation. The journal author concluded that the lack of ineffective biventricular pacing and burden of rv-only pacing contributed to hf exacerbation in this patient. Disabling the lv sense feature restored effective biventricular pacing.